Event description:
It has been reported to philips that c-arm movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information acquired during planned treatment/non-emergency treatment the procedure was aborted as the epu (electrophysiological study) lab was not available. A philips remote service engineer (fse) connected with the customer and confirmed the reporting problem. Rse reviewed the logfiles and identified a defect in the geo I/o box. A philips field service engineer (fse) visited onsite replaced the geo I/o box to resolve the issue. After replacement, the system was returned in good working condition and was ready for clinical use. The geo I/o box was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.